Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and manufacturers were referenced in the article, but with no device/product failure correlation/serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately 75 years old. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "transcatheter leadless cardiac pacing: the new alternative solution. Int j cardiol. 2017;227:122-126."

Event description:
A journal article was reviewed which contained information regarding transcatheter pacing systems (tps). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reported that one patient exhibited cardio-circulatory arrest related to a ventricular fibrillation (vf) one day post-implantation, with sinus rhythm restored by cardioversion. The device exhibited normal parameters. It was determined that the patient experienced severe right-ventricular dysfunction with pulmonary hypertension and severe tricuspid regurgitation. It was noted that the patient received a subcutaneous implantable defibrillator. The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.